Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The broken panel was replaced to resolve the issue. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a broken bed panel. There was no patient involvement.